Event description:
The customer's daughter reported via phone call that there were several cracks on the customer's insulin pump. The daughter stated the cracks were located on the battery compartment. It was also reported the customer was hospitalized with high blood glucose. The customer' blood glucose was over 1000 mg/dl at the time of hospitalization. The events leading to the customer's hospitalization was not provided. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.